Manufacturer narrative:
The manufacturer previously reported information for a voluntary medwatch (mw5102646) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient has "symptoms of reoccurring sinus infections, inflammation, chest pain, shortness of breath, tightness in chest, headaches, eye issues, liver and kidney issues, heart palpitations, dizziness, nausea and vomiting". The patient is going to make an appointment to see their primary care doctor to discuss symptoms. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received a voluntary medwatch (mw5102646) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient has "symptoms of reoccurring sinus infections, inflammation, chest pain, shortness of breath, tightness in chest, headaches, eye issues, liver and kidney issues, heart palpitations, dizziness, nausea and vomiting". The patient is going to make an appointment to see their primary care doctor to discuss symptoms. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.